Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that a monophasic shock was delivered due to the high out of range shock impedances and delay in the charge time. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 2 (additional information): this report is being submitted to update section b5, h1 and h6 codes. Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that a monophasic shock was delivered due to the high out of range shock impedances and delay in the charge time. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that a max synchronized shock was performed and there were no anomalies found. No additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that the rise in the impedance measurements appeared to be gradual. Further testing was recommended. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that a monophasic shock was delivered due to the high out of range shock impedances and delay in the charge time. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that a max synchronized shock was performed and there were no anomalies found. No additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that the rise in the impedance measurements appeared to be gradual. Further testing was recommended. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Follow up report 3 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 2 (additional information): this report is being submitted to update section b5, h1 and h6 codes. Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5, h1 and h6 codes. Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that a monophasic shock was delivered due to the high out of range shock impedances and delay in the charge time. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that a max synchronized shock was performed and there were no anomalies found. No additional adverse patient effects were reported. This rv lead remains in service.